Manufacturer narrative:
Manufacturer's investigation conclusion: the reports of damage to the outer silicone jacket of the driveline and fluid ingress could not be confirmed through this evaluation as no product was returned and no photographs were submitted. The account communicated that there was a slit in the outer sheath of the patient¿s driveline with greenish colored drainage coming from the site. The patient reported that he had not gotten the driveline wet. No abnormal alarms or changes in pump parameters were noted. The shielding was visualized by the vad coordinator and no damage was observed. The account reported that no products will be returning for evaluation. The plan for the patient was to continue therapy and monitor. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related complaints have been reported at this time. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. Of note, the log file captured 233 pi events which saturated the majority of the log file. No other atypical alarms or events were noted. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a slit was observed in outer sheath of drive line. Greenish colored drainage noted from slit. Patient reports they have not gotten any water near the drive line. No abnormal alarms, or changes in parameters. Copper shielding visualized by hospital clinician and unable to see any damage. Additional information was request, however was not provided.